Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was duplicated and verified. The log indicated the battery went to shut down mode and is the cause of the reported issue, however the battery was not returned so further root cause could not be determined. During evaluation it was also observed that the device would not deliver therapy and would also reboot during defibrillation analysis. The device was disassembled and it was found that the white energy capacitor wire was disconnected from the j18 spade connector, which was the cause of the issues. A disconnected capacitor wire will cause the device to not deliver defibrillation energy. When capacitor wire was reconnected, the service codes issue and defibrillation energy delivery issue were resolved. The root cause of this issue was the disconnected connector